Manufacturer narrative:
H3, h6: a software analysis was performed for this event. As logs were not available, there was insufficient information to determine the root cause of the reported behavior. Code d15 and previously reported codes b01, c19 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used during a sacroiliac and thoracolumbar procedure. It was reported that the system was stuck in initializing. A hard reboot was performed and the issue was resolved temporarily. During navigating while the system was powered on in the room not being used, the system again displayed "initializing" with radiation disabled. System was rebooted again and 2d scout shots were able to be acquired but the system displayed "initializing" when a 3d confirmation spin was attempted. Use of the imaging system was aborted and a non-medtronic imaging system was used for the confirmation shots. The system was considered down by the site. The event caused a surgical delay of 10 minutes. There was no impact on patient outcome.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name ; product ID m021083c001 (lot: 4.2.1); product type: h3: the system was serviced in the field and the system performed as intended. Codes b01, c19, d14 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3) a software investigation analysis was initiated to determine the probable cause of the issue. Analysis found that it was not a software issue. Complaint data analysis found the event is due to a hardware issue as per salesforce. Software functioning as designed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.